Event description:
It was reported that the driver tip broke off during use. The tip could not be retrieved from the bone screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately 3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with some evidence of circular material flow, consistent with torsional overload. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.